Event description:
It was reported that a user experienced intermittent bluetooth communication loss between a dexcom g7 sensor and the ilet, with signal loss limited to the ilet and no alerts or alarms, consistent with a communication issue involving the antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user, along with troubleshooting steps to toggle dexcom g6/g7 settings, restart the ilet, and allow time for reconnection. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the device¿s antenna/electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.